Event description:
It was reported that the patient presented during clinical follow-up. Interrogation found the implantable cardioverter defibrillator in back mode due to magnet resonance imaging (MRI) performed without the device being in MRI mode. No interventions were performed. The patient's condition was unknown.